Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had an adverse event for ventricular tachyarrhythmia for which external cardioversion and ablation were performed. It was noted that the device had failure to sense. The device remains in use in the (B)(4) study. No further patient complications have been reported as a result of this event.